Manufacturer narrative:
The 8mm prograsp forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction : primary product batch/lot number under section d was updated to k11240222 0348.

Event description:
Refer to h11 for follow-up information.